Event description:
The pad device was used on a pt in an event. The pad issued a "low battery" warning after one shock. The paramedics arrived and removed the electrode pads from the pt. The responders continued therapy, but used their own device. The pt died later on the way to hospital.

Manufacturer narrative:
The event occurred on (B)(6) 2010. The memory download confirmed the reported sequence of events. The device did advise a shock which was delivered. The shock restored the pt to a normal sins rhythm before the "low battery" warning was issued. The pads were then removed and the paramedics then took over. The returned pad device was tested and no fault was found. Acceptable measurements were recorded for the test shocks. The pad device and returned pad-pak were tested at room temperature and also at 8 degrees celsius and no fault was found. The device delivered the test therapy throughout the testing. No warning messages were issued. The voltage measurements recorded during this testing were compared to those recorded during the reported event and this indicated that the ambient temperature at the time of the event was lower than 8 degrees celsius. The user also confirmed that the device was stored in a metal cabinet inside a soccer club. It is likely that the device was exposed to very low temperatures. Investigation of this complaint would indicate that the device issued the "low battery" warnings because the version of software in the device did not take account of ambient temperature and could therefore issue low battery warnings and/or turn the device off while there was still sufficient capacity in the battery. Heartsine is issuing a correction to address the battery management software issue in which the software misinterprets a dip in voltage as a low battery which, in some instances, turns off the device. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use. In the case of this report, it is not known if this was the initial use of the device.